Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by chills, abdominal discomfort and "bad condition". The cause and treatment of the peritonitis were not reported. The patient was hospitalized one day after onset of the event. At the time of the report, the patient was not recovered. Physioneal and extraneal therapies were ongoing. No additional information is available.